Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out for normal eri dft testing was performed and the svc coil was programmed off; the lead remains implanted and active. There were no complications during the procedure and the patient was stable.